Event description:
Pt had an iab placed after surgery on 9/10/96. On 9/11/96 the pump alarmed. The perf was called and after insp. Of the system blood was found in the helium line of the cath. The balloon was removed by the physician on hand no other balloon was inserted. Pt is fine.